Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a loose/protruded drive support cap. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer stated that he did not press the cap while connected. The device was returned for analysis.